Event description:
Equipment failure, probe light will not go off. Unable to use machine. Surgical case could not be completed. Risk mgmt not in possession of all info until 3/13/00. Vendor notified immediately after event for repair.